Event description:
Reporter alleged discrepant values between the blood glucose monitoring device and a valid lab comparision. Reporter stated the device result was 306 mg/dl and the lab result measured 148 mg/dl performed within twenty minutes of the device test. Controls were used and found to be within an acceptable range. Pt was non fasting at the time of the alleged comparison however is not sure of the last time pt ate. Reporter did not provide treatment info. A request was made for the return of the suspect device and replacement product was sent.